Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump site reminders were intermittently not being received. Although requested by tandem technical support, the customer declined to perform troubleshooting. Customer¿s blood glucose level was in the high 100's (mg/dl). Reportedly, the customer had manual injections as alternate insulin therapy.